Event description:
Rn attached postpartum oxytocin to first port off mainline drip and started infusion per protocol. A few minutes later the baby admit rn noted blood backing up into IV line. Oxytocin line was found hanging onto floor. Upon examination, it was found that the tubing had broken off at the connector hub. Hub was still screwed into the port thus allowing blood to flow up the IV line and onto the bed. FDA safety report ID# (B)(4).